Event description:
It was reported that visualization issues occurred. The stenosed target lesion was located in the moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion but failed to produce an image. The procedure was completed with another of the same device. The patient remained stable, and no complications were reported. A preliminary investigation revealed that the returned catheter was twisted. It was further reported that the calcified target lesion was 90% stenosed and resistance was encountered while inserting the device into the patient.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the telescope and sheath were kinked, and the imaging core and imaging window were twisted. No damage was found in the imaging core within the telescope and sheath section of the device. An impedance test showed an electrical open at the proximal end of the catheter, between 140 and 150 cm from the distal housing.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that visualization issues occurred. The stenosed target lesion was located in the moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion, but failed to produce an image. The procedure was completed with another of the same device. The patient remained stable, and no complications were reported. A preliminary investigation revealed that the returned catheter was twisted.

Event description:
It was reported that visualization issues occurred. The stenosed target lesion was located in the moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion, but failed to produce an image. The procedure was completed with another of the same device. The patient remained stable, and no complications were reported.. A preliminary investigation revealed that the returned catheter was twisted.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. H6 evaluation method codes and evaluation conclusion codes: corrected.